Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) alleging her husband's onetouch ultra meter had the incorrect code. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 the reporter stated the alleged issue started. The reporter stated the patient uses oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The reporter claimed the patient made no changes to his diet, activity level or medications on the day of the alleged issue. The reporter stated the patient developed no symptoms on the day of the alleged issue. However the reporter stated the patient was seen in the emergency room (ER) on (B)(6) 2012 at 3:00am. The reporter stated the patient was treated with food for a low blood glucose reading of "40mg/dl" taken on the ER meter at 5:00am. The reporter stated another reading of 197mg/dl was taken at 5:30am on the ER meter. The reporter did not state if the patient had any additional medical treatment for an acute complication of diabetes. At the time of troubleshooting, the cca was able to assist the patient in resolving the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's wife claims the patient was unable to test due to the alleged issue and had severely low blood glucose readings in the ER, and required treatment from a healthcare professional.